Event description:
It was reported that there was an issue with the product pl536r - shaft compl.d:10mm l:370mm. According to the complaint description, the clip tip broke while the handle was grasped. The broken piece fell into the patient's body during a urology procedure (used for "ralp"). Additional medical intervention was necessary. The piece was retrieved successfully. Additional information was not provided nor available. The adverse event is filed under aag reference (B)(4). Involved components: pl520r - challenger ti-p handle - lot unknown (400551187). Pl579t - challenger ti-p ml-ligat.clips 12 cartr. - lot unknown (400551403).

Manufacturer narrative:
Investigation results: the complaint samples (shaft and challenger handle) were provided for investigation in a decontaminated condition.a brokenoff jaw part was noted on shaft pl536r. No obvious damages were noted on the challenger handle pl520r.the used titanium clip cassette was not provided for investigation. The provided complaint samples were forwarded to the manufacturing plant for investigation. They were inspected according to guardus test plan. Nominal values + results for shaft pl536r (pl536860): pm *01*: 67,8mm +0,05 /0,1 result: 67,83 (within specification.). Pm *03*: 3,85mm +0,2 /0 result: 4,25 (out of specification). Pm *04*: 7,00 mm 0,10/0,3 result: not measureable due to broken jaw part. Pm *05*: 6,5mm +0,1/0 result: not measureable due to broken jaw part. Pm *02*: ø 10 mm result: within spec. Magazine retention force: min. 4 n result: 2,5 (out of spec.) Maintenance: result: 01.2021 root elevation: not measureable due to broken jaw part anomalies: jaw part broken, clip cassette seat polished nominal values + results for challenger handle pl520r: functional inspection results: not functional (leaking). Leakage rate: max. 60 mg co2 per hour with inserted gas cartridge at 24°c +/ 4°c result: out of spec. Number of cycles per gas cartridge: 26 result: out of spec. Pm06 22 +/ 0,3 result: within spec. Connection gauge: result: within spec. Mobility rotation star result: within spec. Maintenance: result: 05.2021 the fracture surface of the brokenoff fragment shows an area of crack initiation. It is assumed that material fatigue due to movements of the jaw over time ultimately led to the fracture of the jaw part. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 3(5) x probability 2(5) of occurrence) according to din en iso 14971 is still acceptable. Explanation and rationale: according to the investigation results, a definitive root cause cannot be established. However, a usagerelated failure cannot be excluded. The maintenance date for both pl536r and pl520r were ignored.further, according to the applicable instruction for use, the user shall inspect the products for damages (e.g. Cracks) after the cleaning/disinfection process. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material, manufacturing or design related failure. Based upon the investigations results a CAPA is not necessary.